Event description:
The following literature article was reviewed: jerrari, r., coggia, m., coscas, r. Laparoscopic suture of type ia endoleak instead of a fenestrated cuff. Eur j vasc endovasc surg. 2026;71(4):711-712. Doi:10.1016/j.ejvs.2025.12.055. The article described a case of laparoscopic suture that allowed maintenance of infrarenal sealing while using a minimally invasive approach to repair a type 1a endoleak after endovascular aortic repair. A 65 year old patient underwent implantation of a gore® excluder® aaa endoprosthesis (w.l. Gore, flagstaff, az, USA) device for an abdominal aortic aneurysm (aaa) five years previously. Due to persistent sac enlargement and type ia endoleak, the patient was referred for treatment with a laparoscopic suture. Following infrarenal clamping, the aaa was opened, exposing the gore device and the endoleak site. Ten interrupted 3/0 polypropylene sutures secured on a teflon band were performed to suture the device to the aortic neck circumference. At 18 months post-operatively, the patient was doing well, and the CT scan shows no residual endoleak. No additional information was provided regarding gore® device.

Manufacturer narrative:
The reported serious injury was reported in the following literature article: jerrari, r., coggia, m., coscas, r. Laparoscopic suture of type ia endoleak instead of a fenestrated cuff. Eur j vasc endovasc surg. 2026;71(4):711-712. Doi:10.1016/j.ejvs.2025.12.055. The serial number remains unknown, therefore, a review of the manufacturing records could not be performed. The date of implantation remains unknown. The device remains implanted and therefore, the device evaluation cannot be performed. Additional information have been requested but have not been received as of today. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the date of incident is unknown. Therefore, the article publish date of the literature article is used as date of incident. H6: code c21 is reflecting the upcoming results from investigations represented by codes b15, b20, b11 and b22. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.